Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are three (3) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Lot: 0002522769, UDI: (B)(4), mfg date: may 18, 2023, exp date: may 18, 2028. Lot: 0002591969, UDI: (B)(4), mfg date: feb 7, 2024, exp date: feb 7, 2029. Lot: 0002591969, UDI: (B)(4), mfg date: feb 7, 2024, exp date: feb 7, 2029. The reported event is confirmed through product analysis. Visual examination of the returned products identified 3 products were returned. Sample 1 and sample 2 were returned without any sutures or anchors and the clear sleeve has been pushed all the way back to the handle of the device. Sample 3 was returned with the foam sleeve, sutures and anchor. The distal tip of the inserter tip has fractured and is still attached to the suture and anchor. Sem imaging of the juggerknot needle fracture showed excessive smearing and debris near the edges and corners. Ductile dimple artifacts identified in the clean, non-smeared regions of the fracture surface, suggesting an overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor did not deploy during the procedure. The plastic clear sleeve would not shift towards the handle. It was reported that no further information is available.